Manufacturer narrative:
Additional information: based on the available information and the telemetry history, it is assumed, that the active electrode migrated out of cochlea. The patient is also reporting frequent pain in the middle ear, which is possibly related to the electrical stimulation in the middle ear. Despite several requests, no further information has been received. Should additional information relevant information receive, the complaint will be re-opened.

Event description:
According to the report of (B)(6) 2013, the active electrode lead was found to be placed close to the eardrum for the last 2 - 3 years. The patient had suffered from middle ear burning frequently.

Manufacturer narrative:
Conclusion: based on the available information the electrode lead was close to the ear drum for the last 4-5 years. The explantation was required because of medical reasons. Patient had an ear burning and ear flowing continuously and reported frequent pain in the middle ear, which is possibly related to the electrical stimulation in the middle ear or to the position of the electrode lead close to the ear drum. Device investigation showed damages to the active electrode, caused by device minute mobility, which could have also contributed to the reported poor performance. This is a final report.

Event description:
According to the report of january 21, 2013, the active electrode lead was found to be placed close to the eardrum for the last 2 - 3 years. The patient had suffered from middle ear burning frequently. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. *note- resubmitting initial report - report was submitted on 22.jan.2014 but not received by medwatch system.

Event description:
It was reported that the active electrode was found to be placed close to the eardrum for the last 2 or 3 years. The patient has suffered from middle ear burning frequently.